Event description:
A report was received that the patient is having to charge their implant more frequently. Bsn representative analyzed the patient's database and confirmed premature battery depletion. Ipg replacement has been recommended.

Event description:
A report was received that the patient is having to charge their implant more frequently. Bsn representative analyzed the patient's database and confirmed premature battery depletion. Ipg replacement has been recommended.

Event description:
A report was received that the patient is having to charge their implant more frequently. Bsn representative analyzed the patient's database and confirmed premature battery depletion. Ipg replacement has been recommended.

Event description:
A report was received that the patient is having to charge their implant more frequently. Bsn representative analyzed the patient's database and confirmed premature battery depletion. Ipg replacement has been recommended.

Manufacturer narrative:
Additional information indicates that the patient will not be revised and nothing will be scheduled at this time. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, performance and photographic imaging tests performed. The complaint of difficulty charging was confirmed. Sleep current was slightly out of the expected range. Depletion rate was higher than expected. It was determined this slightly higher than normal current drain was from the analog/digital integrated circuit (ic) section of the ipg electronics. It could not be determined conclusively, which ic is the root cause of the failure as both components are covered in glop top which makes test points inaccessible, and troubleshooting to specific component level is not possible. The ipg passed all other functional tests.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement due to malfunction and was doing well post-operatively.